Event description:
Customer reported a patient sample with a history of anti-e did not react with vs144 cell ii. Repeat testing of product by another tech yielded a weakly positive result. No death or serious injury was associated with this incident.